Event description:
It was reported that the patient presented for a new implant procedure due to left bundle branch area blockage. During the procedure both leads were attempted to be buried into the septum but there was a failure to advance the stylet due to possible lead damage. A separate new lead was used and implanted successfully into the deep septum. The patient was discharged.

Manufacturer narrative:
The reported event a stylet insertion issue and lead damaged were confirmed. As received, a complete lead was returned for analysis. A stylet insertion test could not be performed due to the inner coil damaged at the connector region. X-ray examination confirmed the inner coil was over torqued at the connector region. The cause of the reported events of a stylet insertion issue and lead damaged were due to the inner coil over torqued at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures although an internal short was noted.